Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block alarm and was hospitalized on (B)(6) 2024 and eventually shifted to intensive care unit (ICU) due to hyperglycemia. The blood glucose level was 745 mg/dl with moderate ketones at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2024. The infusion set was in use for 2-3 days. No further information available.